Event description:
A caller reported a cracked and shattered touchscreen on their pump, which rendered the touchscreen illegible. There was no adverse impact to the customer¿s blood glucose level. As a resolution, the technical support team arranged for the replacement of the pump with one that has updated software, provided training access, and shared instructions for putting the device into storage mode. The customer acknowledged the instructions and planned to use multiple daily injections as backup therapy until the replacement pump arrives.